Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips has received through the medicines and healthcare products regulatory agency an adverse incident report submitted by the (B)(6) hospital (incident number (B)(4)). In this report, it was reported: table movement and tilt fault. Same fault as (B)(6) 2019 ((B)(4)) reported to phillips and log file sent (B)(4) able to use room but restricted movement, room taken out of use (B)(6) 2019 am. Engineer booked for 29.01 pm. Room out of use for 5 hours. The adverse incident report indicated as type of injury ¿none¿. In the section details of injury, it was indicated ¿none ¿ procedure completed but room then closed¿. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. An analysis of the log files showed that the reported problem was caused by a defective tilt pot meter. Because the tilt pot meter was not operating correctly, the system intermittently identifies that the table is in a tilted position while the table is in horizontal position. In case a table is tilted, free floating longitudinal table movements are no longer possible. This is an expected behavior of the system. Whenever the table is tilted, the longitudinal table movement is only motorized to prevent the patient from falling from the table in case the pan handle is pressed. The tilt pot meter was replaced on january 29th after which the system was returned to use in good working order. Based on trending analysis there is no exceptional replacement rate for the tilt pot meter. No further actions will be taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.